Event description:
A healthcare professional reported " the patient had a MRI performed and they found that the left implant had ruptured." Explant surgery scheduled.

Manufacturer narrative:
Explant date: explant is in the future. A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: broken shell, underweight and red particles in the shell. A visual and microscopic analysis was performed which identified: striated broken on anterior, missing orientation dot and non-penetrating nick. Based on the device analysis the final assessment is: a striated opening on anterior assessed as surgical damage. Missing orientation dot assessed as inconclusive.